Event description:
Customer reported to beckman coulter, inc. (Bec) that the aspirate tubing of the coulter lh 500 hematology analyzer was popping off at the needle causing a leak when running linc product. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leak at the needle of the instrument. The fse replaced the tubing. The fse verified the repairs were performed per established procedures.

Manufacturer narrative:
(B)(4).